Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rect1507 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the passage of the PICC catheter it showed a slight resistance in the progression, when removing the stylet wire, it was observed that the stylet wire was with memory (damaged, but not ruptured).

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed but the exact cause is unknown. One 3cg t-lock assembly was returned for investigation. Multiple kinks were observed on the polyimide tubing 47, 56, 63 mm from the distal end. The stylet was observed to be intact. The polyimide tubing was cut in order to measure the wall thickness. The wall thickness was found to be within specification. Based on the description of the reported event and condition of the returned sample, possible contributing factors include advancement against resistance and insertion angle. Since multiple kinks and bends were observed on the returned sample, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of rect1507 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the passage of the PICC catheter it showed a slight resistance in the progression, when removing the stylet wire, it was observed that the stylet wire was with memory (damaged, but not ruptured).